Event description:
Consumer called to report inaccurate readings with his bgm. Consumer blacked out and was involved in an accident. Paramedics were called and they received a 50 reading when tested. Believes the meter is reading too high and he is dosing incorrectly.

Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed all criteria outlined in the test procedure. Will continue to monitor on monthly complaint trend reports.